Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant, the helix of the lead was hard to extend. The lead could not reach the desired position after extended repeatedly. The helix of the lead failed to retract after repositioned and the lead was then removed and sent back for disposal. No procedural adverse patient effects were reported.